Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable and wall adapter. Additionally, the usb cable was smoking and the wall adapter melted. Customer¿s blood glucose value was 177 mg/dl.